Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), medical device removal ("medical device removal") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and cervicitis (acute and chronic). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient underwent endometrial ablation (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced endometrial ablation (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and medical device removal (seriousness criteria hospitalization and intervention required). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (ablation and laparoscopic vaginal hysterectomy) and surgery (laparoscopic vaginal hysterectomy, discharged in good condition). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, medical device removal, endometrial ablation, headache and migraine outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered endometrial ablation, headache, medical device removal and migraine to be related to essure. The reporter commented: according to medical records, the plaintiff had failed ablation for menorrhagia and she underwent laparoscopic vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure coils in position and are occlusive. Concerning the injuries reported in this case, the following one/ones were reported via medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), menorrhagia ('menorrhagia /abnormal bleeding (vaginal, menorrhagia)'), endometrial ablation ('ablation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, endometrial biopsy, uterine haemorrhage, metrorrhagia, headache, sinusitis, knee pain, tinea versicolor, cervicalgia, pregnant, painful urination, otitis media, acute pyelonephritis, insomnia, generalized anxiety disorder, seizure, depression and pneumonia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menorrhagia, cervicitis (acute and chronic), dysmenorrhea, spotting between menses, anxiety, pharyngitis and streptococcal sore throat. Concomitant products included celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2015, citalopram from (B)(6) 2015 to (B)(6) 2015, doxycycline monohydrate from (B)(6) 2014 to (B)(6) 2014, ibuprofen (excedrin ib) since 2004, nsaids, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) from (B)(6) 2015 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2014, zolpidem tartrate (ambien) from (B)(6) 2015 to (B)(6) 2015 and zolpidem from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and mental disorder ("psych injury"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (ablation and laparoscopic vaginal hysterectomy and laparoscopic vaginal hysterectomy, discharged in good condition/ hysterectomy(partial)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia, endometrial ablation, genital haemorrhage, vaginal haemorrhage, headache, migraine, dysmenorrhoea, female sexual dysfunction, depression and mental disorder outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered depression, dysmenorrhoea, endometrial ablation, female sexual dysfunction, genital haemorrhage, headache, medical device removal, mental disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: according to medical records, the plaintiff had failed ablation for menorrhagia and she underwent laparoscopic vaginal hysterectomy. Past surgical history: reconstruction right ear drum. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2014: results: essure coils in position and are occlusive. Test: bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: endometrium,biopsy: proliferative endometrium with foci of tubal metaplasia,no adenomatous hyperplasia,carcinoma,or endometritis identified gross examination: aggregate : in formalin reddish mucoid clot size: 2.1x1.7x0.2cm : entirely submitted in one cassette for microscopic examination specimen: endometrial biopsy. Ultrasound scan vagina - on an unknown date: menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via medical records: menorrhagia.,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Event : psych injury were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal"), menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia)"), endometrial ablation ("ablation") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty and endometrial biopsy. Concurrent conditions included menorrhagia, cervicitis (acute and chronic), dysmenorrhea and spotting between menses. Concomitant products included () from (B)(6) 2014 to (B)(6) 2014, celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2015, citalopram from (B)(6) 2015 to (B)(6) 2015, doxycycline monohydrate from (B)(6) 2014 to (B)(6) 2014, ibuprofen (excedrin ib) since 2004, nsaids, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) from (B)(6) 2015 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2014, zolpidem tartrate (ambien) from (B)(6) 2015 to (B)(6) 2015 and zolpidem from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was hospitalized from (B)(6) 2015. The patient was treated with surgery (ablation and laparoscopic vaginal hysterectomy and laparoscopic vaginal hysterectomy, discharged in good condition). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia, endometrial ablation, genital haemorrhage, vaginal haemorrhage, headache, migraine, dysmenorrhoea, female sexual dysfunction and depression outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered depression, dysmenorrhoea, endometrial ablation, female sexual dysfunction, genital haemorrhage, headache, medical device removal, migraine and vaginal haemorrhage to be related to essure. The reporter commented: according to medical records, the plaintiff had failed ablation for menorrhagia and she underwent laparoscopic vaginal hysterectomy. Past surgical history: reconstruction right ear drum. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2014: results: essure coils in position and are occlusive.. Ultrasound scan vagina - on an unknown date: menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was updated. Added event abnormal bleeding (vaginal), dysmenorrhea (cramping), apareunia (inability to have sexual intercourse), depression, heavy bleeding. Concomitant drug was added. Updated onset date of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), medical device removal ("medical device removal") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and cervicitis (acute and chronic). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient underwent endometrial ablation (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced endometrial ablation (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and medical device removal (seriousness criteria hospitalization and intervention required). The patient was hospitalized from (B)(6) 2015. The patient was treated with surgery (ablation and laparoscopic vaginal hysterectomy) and surgery (laparoscopic vaginal hysterectomy, discharged in good condition). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, medical device removal, endometrial ablation, headache and migraine outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered endometrial ablation, headache, medical device removal and migraine to be related to essure. The reporter commented: according to medical records, the plaintiff had failed ablation for menorrhagia and she underwent laparoscopic vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure coils in position and are occlusive. Concerning the injuries reported in this case, the following one/ones were reported via medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet and medical record was received events added from pfs- ablation, migraines, headaches. Reporter information, lab data, lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.